Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected and silicone was observed within the syringe, as described. A device history review was performed for reported lot 2306732, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2306732 and were found to be within specification. Testing was performed on the returned sample, results verified the product met required specification, and no excess silicone was identified. While we could not identify a direct issue, the silicone noticed by customer may be due to a uneven distribution of the material inside the barrel. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter. The following was translated from french to english: presence of a fatty substance in the barrel of the syringe no consequence, change of device.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter. The following was translated from french to english: presence of a fatty substance in the barrel of the syringe no consequence, change of device.